Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro extension cable began smoking at the part where it was connected to the power supply. This was during the harvesting procedure. The cable was switched to complete the procedure. There were no patient effects. Product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)